Event description:
Per the associated company representative, the patient was admitted to the hospital due to seizures. Prior to replacement he had not observed discussion that there was something wrong with the vns or that the vns was causing the reported seizures. Based on the information available, it appeared that the patient's surgery was moved up because the patient was already in the hospital. Pa was completed on the returned generator. The generator was monitored for 24 hours in a simulated body temperature environment. The generator provided the intended output current for the entirety of the monitoring period. A comprehensive electrical evaluation showed that the device performed according to functional specifications. No anomalies were identified. Ifi-yes battery status was verified. No further relevant information has been received to date.

Event description:
It was reported that the patient's had been scheduled for prophylactic surgery on (B)(6) 2018; however, it was later reported that the patient was admitted to the hospital, so their replacement surgery was rescheduled on (B)(6) 2018.the reason why the vns surgery was moved up due to the hospitalization is not known to date. The generator was replaced for prophylactic reasons -- the generator's intensive follow-up indicator (ifi) battery status was flagged. The explanted generator was received by the manufacturer but product analysis has not been completed on the device to date. No further relevant information has been received to date.